Event description:
Patient representative reported later reported "removal of the biocell textured breast implants."

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma(late) and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side, "recurrent episodes of cellulitis." Patient reported "experienced fluid, pain and swelling around the capsule" and "ask if their breast implants were included in the recall, and is she should be concerned". Device has been explanted.